Event description:
A distributor reported damage to the pump housing surrounding the usb port, affecting the customer's ability to charge the pump. There was no reported impact on the customer's blood glucose level. The customer was informed that the pump needed to be replaced under warranty, and cts provided instructions for returning the damaged pump and confirmed the customer's shipping address; however, the customer did not disclose the type of backup insulin therapy they would use during the interim.